Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen and hard to see. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was rewind more than once, rainbow effect on screen, rewind was slower when the battery low and louder on rewind. The insulin pump will not be returned for analysis.